Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka procedure the xlk pad was broken.

Manufacturer narrative:
Extended surgery. During tka procedure the xlk pad was broken. The replacement was not available because of traffic rush. At last the surgeon talked with patient family again and decided to complete the procedure with same like product. The surgery prolonged about 30 minutes. There was no adverse event on patient. The code and lot of new pad are waiting for confirmation. Visual inspection of the product confirmed that the product was fractured on the tibial bearing surface side. A worldwide complaint database search found no other reported incident against the provided product / lot combination since release for distribution. A review of the manufacturing records for the fractured product identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint description confirms that the product fractured during the procedure and was not received in a fractured state. The complaint shall be closed with a justified conclusion and a root cause of undetermined ¿ insufficient information provided. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Upon its return from the investigation site, the product be retained in a secure archive storage area. Should further information be provided then the complaint may be reopened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.